Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned by the hospital for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. The plate part number is unknown, if the product information is identified a medwatch will be submitted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during the original surgery, two ribfix plates and at least three screws on each side of the fracture were implanted into the patient. X-rays revealed the screws had loosened from the plate, migrated in the patient's body. A revision took place to remove the plates and screws from the thorax. One rib was fixed with medxpert stracos and the second rib was fixed with ribfix blu system again. It is stated that, since the screws' locking mechanisms were engaged correctly, the cause for the loosening is unknown. It is reported the surgical technique was followed. The surgeon used a power driver to insert the screws and a manual driver to lock them into the plates. The surgeon chose the screw length using a length gauge according to specifications; thus, a bi-cortical fixation was achieved. The reason for the revision was stated as: dislocation and loosening.

Manufacturer narrative:
Lot #: potential lot numbers have been identified: j094190, j103470, j154290. The device history records for these lots have been reviewed and no non-conformances were identified. Lot j094190, manufacture date nov. 3, 2016, (B)(4). Lot j103470, manufacture date nov. 4, 2016, (B)(4). Lot j154290, manufacture date feb. 19, 2016, (B)(4). This is supplemental report one of two for the same event, reference report 0001032347-2017-00405-1.

Event description:
(In addition to what was already reported). According to the sales representative, "new screws were used (emergency screws) and the loosened screws were removed from the body. This means that the primary plates are still in the patient."